Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an a/d channel error. This error will prevent the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.